Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed both first and second prime before the device was deactivated. A dip in the pulse widths corresponding with the rotational sensor failing to transition as expected was observed in the data, indicating a failure to detent. The needle mechanism was investigated and no damages or deficiencies were observed. Inspection of the ratchet gear found the upper ratchet gear retainer pin to be loose. The incorrectly installed ratchet gear pin caused a failure to detent the ratchet gear which is why the device did not deploy at the end of second prime. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.